Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 476 mg/dl. The customer's current blood glucose is 82 mg/dl. The customer did experienced the symptoms such as vomiting, abdominal pain. The customer was treated insulin, intravenous drips, and pain killer. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege was under delivering. The insulin pump will be returned for analysis.